Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the inflation and deflation of the balloon were not constant. Reportedly, the device was removed from the patient and it was noted that there were droplets of water inside the balloon. The customer was not sure if the issue was due to a hole between the balloon lumen and contrast lumen, or if moisture somehow got pushed into the balloon. The usage of the device was discontinued. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the inflation and deflation of the balloon were not constant. Reportedly, the device was removed from the patient and it was noted that there were droplets of water inside the balloon. The customer was not sure if the issue was due to a hole between the balloon lumen and contrast lumen, or if moisture somehow got pushed into the balloon. The usage of the device was discontinued. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the returned complaint device revealed that there were no issues noted with the device. A functional evaluation was also performed and the device was able to be inflated and deflated without issues. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event. Therefore the root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.